Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0b6zm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that she did not feel any sensation since they were implanted and they did not know what to expect from their therapy or whether to adjust their stimulation. It was stated the patient was on program 2 between 3.5-3.6 volts and they stated "it seemed ok." It was noted that when the patient gradually turned their stimulation up to 4.0 volts they experienced achiness in their lower seat area while driving. It was also stated when the patient turned their stimulation a little higher they could feel it as it went up and then the sensation went away. Reportedly, the patient's symptoms seem to have improved but there had been maybe three times when they leaked and had to change their pad. It was stated the patient had worse accidents before the implant when they soaked everything. It was noted that since the implant the patient had not had those accidents anymore but had to change their underwear twice and otherwise just change a pad. Reportedly, the patient had the same relief of symptoms in the trial. It was stated the patient lacked basic understanding of patient programmer use. It was noted that the patient got poor communication once the day of report but they were able to connect after all. The healthcare provider (hcp) later reported that the cause of the event was unknown and there was no patient injury. Follow-up from the patient reported the patient did not have concerns with their device or therapy and they received assistance from their doctor or manufacturer representative on (B)(6) 2013. Further information received on (B)(6) 2015 from the patient reported that she felt stimulation in the correct area on program 1 at 5.0, but wanted help to change the program. In the mornings since implant, she "loses her bladder" and had tried all four programs. She also had been "losing her bowels" and did not feel the urge. The patient had a lot falls and fell twice the other day on her back. She also mentioned having a CT scan and MRI that could be related to the issues. She was successful in changing to program 2 and increased up to 2.2. She felt it like pain and decreased to 2.0; she wanted to try it here. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The exact cause of the patient's issues was not specified and there was no outcome, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information from the consumer reported that the circumstance that led to the issue was that her bladder muscles were bad. The patient tried to close of the bladder muscles¿ leakage (with kegle) while going to the bathroom. It took a lot to stop the urine; if she did not do it while urinating, she was soaked. She was sure the implant helped some but she did not know if falling had caused the device to be out of place. ¿the patient was on 2 up the frequency.¿ she did not know if a medicine plus the implant would work. She felt it helped. She inquired if the implant was meant to help the symptoms 100% or not.